Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that prior to the date of the event, the sample probe was replaced due to failed photometric quality controls (qc). Ccc specialist checked the probes and instructed the customer to replace the sample probe and to clean the reagent probe 2 and sample drains. The customer performed the recommended maintenance and ran qc, which were within range. The siemens customer service engineer (cse) contacted the customer and assisted in replacing the loci cup. The customer later performed the precision testing, which passed. The customer reran the same samples on both instruments and obtained results as expected. The cause of the discordant, falsely elevated tnl-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tnl-ultra) results were obtained on three patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension xpand instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tnl-ultra results.